Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient experienced difficulty breathing while connected to the liberty select cycler. The patient did not complete treatment and was taken to the hospital where they were admitted. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the cycler and had difficulty breathing. The patient contact called 911 and the patient was transported to the hospital via emergency medical services (ems). The cause of the patient¿s breathing difficulty has not been determined. The pdrn stated that this patient normally runs dry and has never had fluid overload issues. There is no concern for fluid issues or drain problems as the cause of the breathing problems. Additionally, the pdrn stated they do not see any documentation of any device or other fresenius product issues leading up to the patient¿s hospitalization. The pdrn stated the patient¿s caretaker has difficulties with the pd treatments and knowing what to do despite being trained and being able to show understanding. The pdrn stated the family is primarily spanish-speaking and believes this is one of the issues. The family is considering a transition for the patient to in-center hemodialysis, but a decision has not been made.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: it is unknown if this patient has a history of cardiac or pulmonary disease that could have caused or contributed to this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient experienced difficulty breathing while connected to the liberty select cycler. The patient did not complete treatment and was taken to the hospital where they were admitted. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the cycler and had difficulty breathing. The patient contact called 911 and the patient was transported to the hospital via emergency medical services (ems). The cause of the patient¿s breathing difficulty has not been determined. The pdrn stated that this patient normally runs dry and has never had fluid overload issues. There is no concern for fluid issues or drain problems as the cause of the breathing problems. Additionally, the pdrn stated they do not see any documentation of any device or other fresenius product issues leading up to the patient¿s hospitalization. The pdrn stated the patient¿s caretaker has difficulties with the pd treatments and knowing what to do despite being trained and being able to show understanding. The pdrn stated the family is primarily spanish-speaking and believes this is one of the issues. The family is considering a transition for the patient to in-center hemodialysis, but a decision has not been made.